Manufacturer narrative:
At this time, no further information is available. This report will be updated should pertinent additional information become available.

Event description:
It was reported that during an ablation procedure, sales representative noted out of range impedance measurements. No noise episodes were presented. At this time this right ventricular (rv) lead remains in service. No adverse patient effects were reported.